Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. No excessive no delivery alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked pump belt clip slot. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 400 mg/dl at the time of incident. The customer stated that the no delivery alarm occurred during fixed prime while troubleshooting. The customer stated that the insulin did exit during plunger push. The insulin pump will be returned for analysis.